Manufacturer narrative:
The evaluation of the submitted system controller log files confirmed the depletion of the external batteries, as well as a driveline disconnect and pump stoppage. The submitted primary system controller log file contained approximately 42 days of data, spanning from (B)(6) 2017 at 13:15 to (B)(6) 2017 at 22:52, and captured normal pump parameters while the patient was supported with fully charged batteries until (B)(6) 2017 at 22:27 when a low battery advisory was flagged. Approximately 10 minutes later, this alarm was followed by low battery hazards, no external power alarms, and the ebb was activated. The device remained in power save mode until 22:38, when the driveline and both power cables were disconnected, resulting in a pump stoppage, as the primary system controller appeared to have been swapped for the backup system controller. The submitted backup system controller log file contained approximately 13 hours of data, spanning from (B)(6) 2017 at 22:39 to (B)(6) 2017 at 12:15, and captured the pump resuming normal operation at 22:39 on (B)(6). The events captured in the log files are consistent with the depletion of the patient's batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient attempted to connect the system controller to batteries believed to have been fully charged; however, the batteries were entirely depleted of charge. When the depleted batteries were connected, the system controller produced a red heart and no external power alarm. The patient then exchanged the system controller and the pump function resumed. The patient was asymptomatic. The manufacturer¿s technical services representative reported via log file analysis that the original batteries that were supporting pump function depleted over the course of 12 hours. The system controller backup battery then operated as expected and supported pump function. Pump function was supported by the backup battery for approximately 11 minutes. The device was then connected to the power module prior to exchanging the system controller. No additional information was provided.